Manufacturer narrative:
02-apr-2026 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
[Oral-b refills] bristle and bristle base came out of right angle head [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via chat stated that the bristle and bristle base came out of the brush head. No injury was reported. Follow-up 02-apr-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
[Oral-b refills] bristle and bristle base came out of right-angle head [device breakage]. Case narrative: consumer via chat stated that the bristle and bristle base came out of the brush head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.